Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and degenerative disc disease. It was reported that the patient had a return of symptoms and increased baseline pain several weeks before refill. The patient¿s pain relief was great after refill but would then lose efficacy. It was noted that the patient was refilled under fluoroscopy every three months with the prior refill being (B)(6) 2011. The patient was concerned about the pump leaking, because there was a 4-inch pocket incision with a 6-inch red line going out from the end of the incision along the catheter toward the patient¿s back. The line did not look swollen but was slightly warm to the touch and itched. It was indicated that the return of symptoms and the red line had been present for the last two refills, and the patient had shown the red line to the physician at both refills. The physician office thought that it was part of the pocket incision and was unsure if they should be concerned or not. At the last two refills, less drug was pulled out of the pump reservoir than expected, but the reporter did not know how much less. The patient¿s next refill was (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.